Manufacturer narrative:
Investigation included complaint history review and user interview. Investigation of this case revealed user interface difficulty without evidence of device malfunction. It was concluded that the device functioned as designed and that the issue was related to user interaction with the touchscreen.

Event description:
It was reported that the user experienced difficulty swiping to unlock the device screen despite general screen responsiveness, and user education was provided to attempt use of a stylus for swiping. Symptoms included no reported adverse health effects. Outcomes included no impact on health status, no hospitalization, and continued device availability after user troubleshooting.